Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the hcp examined the pocket and did not think the ins was moving. The cause of the high impedances and shocking were not determined but the rep reprogrammed for effective therapy on the 0-7 lead and the issue was considered resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. Information was reported that the patient had high impedances (>40k ohms) on their right side. The caller also reported the patient's ins felt like it was moving around in the pocket. The patient was also being shocked when leaning forward. The patient's current settings are 6.5v, 390 pulse width, and 80hz. The caller is going to perform reprogramming, speak with the healthcare provider (hcp), and x-rays have already been prescribed. This was considered a sudden change in therapy/symptoms. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.